Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter had segments missing from the display. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017. The patient manages her diabetes with metformin pills. It was not reported if the patient made any changes to her usual diabetes management routine as a result of the display issue. 2 days after the alleged issue started, the patient reportedly experienced symptoms of feeling ¿hungry, sweaty and nervous.¿ the patient claimed she treated herself with food and drink in response to the symptoms. The patient reported testing her blood glucose on another device on (B)(6) 2017 at 10:00 am and on (B)(6) 2017 at 7:00 am and results of ¿120 and 136 mg/dl¿ respectively were obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged display issue began.